Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive count or time values or changes incorrect for moving or coasting, too slow or too fast error. Customer¿s blood glucose level was 109 mg/dl. Troubleshooting was performed. Customer reported that they were able to clear the alarm but was not able to rewind the pump. Customer also reported crack on the back of the insulin pump. Customer was also advised to place pump in storage mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments or partial display. Device received with cracked case on the back at the battery tube area, and belt clip rail case corner. Device received with cracked keypad overlay at select button, and scratched display window.